Event description:
Note: the patient's lead is placed in the occipital region (off label use). It was reported the patient's stimulation randomly turns off without prompting. It was also reported the patient is no longer receiving effective stimulation therapy. An sjm representative reprogrammed successfully, but the patient reported uncomfortable stimulation the following day. X-rays confirmed the lead had migrated. On (B)(6) 2014, the physician repositioned the patient's lead and added a new lead. The patient reported receiving effective stimulation therapy postoperative. The issue of the stimulation turning off has also been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.